Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin squirting out during the prime process. Customer's blood glucose level was 390 mg/dl. Customer also stated that they were not wearing the pump during priming. It was also stated that the drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. However, unit passed rewind test and displacement test.